Event description:
It was reported that pump experienced cartridge alarm 20 and caller also reported that similar cartridge alarms had previously occurred with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to send problematic pump back using prepaid label within 10 days, which customer understood and acknowledged.